Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank after being exposed to moisture. Blood glucose level at the time of the incident was not provided. During troubleshooting, the device began to function properly. The insulin pump was not replaced or returned for analysis. During a follow up call, the customer reported that the display was blank again. Blood glucose level at the time of the incident was 420 mg/dl, which had not yet been treated. Troubleshooting was not performed at the time of the call; customer stated that she would call back. The insulin pump was not replaced or returned for analysis.